Event description:
It was reported by a physician that following a percutaneous coronary intervention (pci) where a dialysis patient was anticoagulated with angiomax, a 6f angio-seal vip was selected for use. A femoral angiogram revealed access in the common femoral artery (cfa), peripheral vascular disease (pvd), a prior stent placement to the superficial femoral artery (sfa), diminished blood flow at the bifurcation of the sfa and profunda femoris artery, and visible plaque .5 - 1 cm proximal of the access site. An angio-seal was used without successful hemostasis. Manual compression was held for 20 minutes, and a pressure bandage was applied. The leg clotted off and interventional radiology opened the artery with improvement of the leg. Following that, additional complications developed and an endarterectomy was planned, but did not happen. The patient expired. The physician deploying the device, the implant, event, and death dates are unknown.

Manufacturer narrative:
No product was returned. Review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The angio-seal instruction for use (IFU) cautions should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.